Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal driveline (dl) wire damage that would have contributed to the reported low speed and pump stop event captured in the submitted log file. The report of a small kink on the outflow graft near the aortic anastomosis could not be confirmed through the evaluation of the returned pump. The submitted log file contains data from (B)(6) 2021 through (B)(6) 2021. The log file captured a low speed event on (B)(6) 2021. The low speed event progressed into a pump stop event one second later. Low speed and low flow hazard alarms were observed during the pump stop event. No further low speed or pump stop events were observed within the file. The captured low speed and pump stop event were observed while the patient was supported by battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was returned detached from the device. The bend relief collar was not returned. The pump appears to have been exposed to a fixative (e.g., formaldehyde) post-explant. The sealed outflow graft was returned with approximately 4" of graft material with the distal end of the graft material sutured shut. It was reported that there was a kink at the aortic anastomosis; however, only 4¿ of the graft material was returned. The remaining distal portion of the outflow graft was not returned. It should be noted that when the heartmate ii pump, inflow, and outflow were excised, it was reported that most of the outflow graft was still attached. The returned portion of the outflow graft did not contain the anastomosis or any kinks on the graft. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket and bionate layers of the driveline. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding, a breach was observed to the green and yellow wires approximately 6¿ from the pump housing. The observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. Each wire was also forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The remaining wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted. If the exposed conductors of damaged wires contacted the metal braided shield simultaneously or contacted each other while the patient was connected to external battery power or the power module with an ungrounded patient cable, the resulting electrical phase-to-phase short would have resulted in the pump stop event confirmed via the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." The heartmate ii lvas patient handbook is also currently available. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR # 2916596-2021-02249. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop on device interrogation. The log file captured one pump stop event while on battery power on (B)(6) 2021. The patient reported sleeping on batteries at the time of the alarm. The patient had a percutaneous lead repair within the last year and had an ungrounded cable at home. There was no visible damage seen on the driveline. It appeared to be the very beginning stages of a phase to phase short. A percutaneous lead repair was requested. The patient underwent a heartmate ii to heartmate 3 exchange on (B)(6) 2021 for driveline damage (short to wire) and recurrent pump stops. The heartmate ii sewing ring remained in place and the heartmate 3 (hm3) apical cuff was not used. The patient had an exchange right mini thoracotomy outflow graft (ofg) due to a small kink near aortic anastomosis that was identified under computed tomography and left thoracotomy for pump. The right ventricle was okay with mild tricuspid regurgitation and the inflow was a bit septal. The patient backup battery was removed from the primary controller prior to the drape. The teflon tape was removed/unwrapped from the driveline repair site. Then the area was scrubbed with beta done and draped.. The right mini thoracotomy was done and a central small incision for the arterial cardiopulmonary bypass (cpb) cannula. Right femoral venous cannulation was done. The gortex was removed from around the outflow graft at the right upper mini thoracotomy. The heartmate ii (hm2) was turned off. The driveline was cut, tips covered with glove tips and sutured. The ofg of the heartmate ii was cut proximal to the aorta leaving 2 inches of graft. Excised the hm2 pump, inflow, and outflow with most of graft still attached. Hm3 inflow inserted into hm2 sewing ring with glove tip over the inflow to act as a seal. Hm3 inflow secured to hm2 sewing ring with coreknot suture and 2 tie bands. Hm3 ofg tunneled to right mini thoracotomy. Ofg bend relief was secured to pump outflow. The system deployed into chest. Inflow noted to be flush with endocardium on echo. Ofg anastomosed to hm2 ofg with end to end anastomosis with running stitch. Vent needle inserted into ofg to de-air under echo. The hm3 was turned on and the cpb was off. The patient was given volume and root vent to further de-air. The root vent was then taken out and the venous superior vena cava was out. Volume was given and the mean arterial pressure was reduced. There were a couple of suck down events under echo that led to speed reduction. The patient was stable in the cvicu.